Event description:
Procedure: laparoscopic nephrectomy. According to the reporter: during renal vein suture, the unit jammed and it was impossible to complete section and suture. Difficulties to remove the gia. It is reported that it was necessary to modify the surgery (not specified which way). The total surgery took 180 minutes.

Manufacturer narrative:
(B)(4).